Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the image loss of image was likely because of no pip output due to a failure of the circuit board (connector unit malfunction). The cause of the failure of the circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera pro video system center exhibited brightness adjustment failure during reprocessing ahead of an abdominal surgery. The procedure was completed with a similar device. The device was returned and it was found, the video processor exhibited no image. The user also returned the lightsource for inspection due to dimming fault. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement. Patient identifier (B)(6) captures complaint on light source (model: clv-s40pro, model description: visera pro xenon light source, serial number: (B)(4)).

Manufacturer narrative:
A device evaluation could not confirm the customer allegation. Manual dimming was possible; however, automatic dimming did not work. The image was visible when the automatic dimming did not work. The device exhibited no image due to defective video cable connector. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.